Event description:
It was reported that the health care professional (hcp) was concerned with left ventricular (lv) loss of capture. The patient was presented to check in, an x-ray was performed and it was noted dislodged causing slack and the lead pulled back. Reprogramming efforts were performed. At this time, the lv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) was concerned with left ventricular (lv) loss of capture. The patient was presented to check in, an x-ray was performed and it was noted dislodged causing slack and the lead pulled back. Reprogramming efforts were performed. Subsequently, a revision procedure was performed and the lv was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the health care professional (hcp) was concerned with left ventricular (lv) loss of capture. The patient was presented to check in, an x-ray was performed and it was noted dislodged causing slack and the lead pulled back. Reprogramming efforts were performed. Subsequently, a revision procedure was performed and the lv was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned lead found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.